Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional email address: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm, the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4). H3 other text: device not returned.

Event description:
It was reported, that after approximately two weeks of intra-aortic balloon (iab) therapy. The pump indicated, "fo calibration postponed", after repositioning the patient. The customer noted, incorrect and impossible indices on the pump (230s/200s). The getinge representative advised them to attempt to transduce the central lumen, but the waveform was very dampened. The customer was then asked, her to attempt to aspirate, but they could not aspirate the central lumen. They were instructed to utilize an available radial arterial line and that was successful. There was no patient harm or adverse event reported.